Event description:
A surgeon reported performing intraocular lens (iol) exchange surgery due to a pt's complaints of light distortion and glare. The iol was replaced with a different model. Additional info has been requested.